Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). H2: additional information. H6: investigation conclusions - additional.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The cgm did not alert for the patient¿s low glucose threshold of 80 mg/dl. The cgm was reading 62 mg/dl but he felt like his level was below 40 mg/dl (no specific symptoms provided). He started eating right away to bring up his blood sugar, but it was too late, and he went into a seizure as he was eating. His family called 911 as they attempted to give him soda. By the time paramedics arrived the patient was coming to; they checked a bg which was 80 mg/dl; the cgm reading at that time was not provided. The patient was taken to the hospital and kept overnight for observation; no other treatment information was provided. He was released the next day and feeling better. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.